Event description:
Customer reported getting an unexpected positive reaction with the u negative cell on panocell 16 when tested with anti u antisera.

Manufacturer narrative:
The customer sample was not submitted. Product was expired when the complaint was reported. Retention panocell-16, cell #14 lot 21210 was evaluated. Dat testing was performed; cell #14 was nonreactive with igg and very weakly reactive microscopically with anti-igg, -c3d and anti-c3d and anti-c3b reagents. Retention cell #14 was also tested with an in house donor sample, anti-d and rh-hr control. These samples were nonreactive macroscopically, but weakly reactive microscopically with poly ahg only. Root cause is related to the cell #14 donor. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.